Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is compeleted.

Event description:
Lilly case ID: (B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2011, the humapen ergo burgundy/clear pen body with a clear cartridge holder attached was returned to the company. The returned device was found to have two broken clear cartridge holder (cch) engagement tabs. This humapen ergo, burgundy/clear pen body with a clear cartridge holder attached was associated with product complaint (B)(4), lot 0610a04. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(6) 2011.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2011, the humapen ergo burgundy/clear pen body with a clear cartridge holder attached was returned to the company. The returned device was found to have two broken clear cartridge holder (cch) engagement tabs. This humapen ergo, burgundy/clear pen body with a clear cartridge holder attached was associated with product complaint (B)(4), lot 0610a04. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(6) 2011. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary and manufactured date for the device; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary a patient returned a humapen ergo device (batch 0610a04, manufactured october 2006) for investigation. The manufacturer's investigation found both clear cartridge holder tabs broken. This malfunction can result in an underdose. Malfunction confirmed. Corrective action: the core user manual informs customers not to damage or remove the cartridge holder tabs. It further states not to use the pen if the cartridge holder tabs are broken or if any part of the pen appears broken or damaged and to contact lilly or your healthcare professional. No further corrective actions are planned as the device manufacturing was discontinued december 2006. Improper use and storage: there is evidence of improper use. Marks consistent with removal of the tabs with pliers were observed on both engagement tabs. This misuse is relevant to the complaint and the investigation findings.